Event description:
It was reported patient underwent a revision procedure two years post implantation due to pain and tibial loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Year of birth 1949. Medical products: nexgen stemmed tibial component catalog # 00598800300 lot # 62781311. Nexgen articular surface with locking screw catalog # 00596403020 lot # 60763893, all poly petella catalog # 00597206529 lot # 62549287, optipac catalog # unknown lot # 235ca16970, refobacin catalog # unknown lot # 235ca16970. Report source: (B)(6). Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-00220.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.